Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It was reported by the rep the pump over inflated the shoulder during the procedure. The case was completed with this device and there were no pt consequences reported. The pump will be returned for analysis and exchange. [Per phone follow-up with the rep, he states that the surgery tech told him that there was quite a bit of extravasation. It is not known at this time if any action was necessary or taken for remedy. The rep is visiting the facility and will ask for further detail.]